Event description:
During a mako assisted left total hip case, the lewin clamp broke. The surgeon inspected the instrument and the patient; the scrub tech and circulator inspected the equipment. Spd was contacted to come and inspect the instrument; all parties involve agree that all parts of the instrument were obtained and accounted for.